Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (non functional ecgs) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle was broken free from the monitor enclosure, breaking a pulse wire from the socket on the defib board. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to recognize ecgs.